Event description:
On (B)(6) 2024, the nautilus oxygenator leaked blood and a crack was observed on the blood inlet. The device was replaced to complete the procedure. It was reported the circuit was primed with blood. There was no adverse patient effect.

Manufacturer narrative:
The reporter indicated the device had been discarded. A definitive root cause of the alleged blood leak and crack at the inlet connection port could not be established without evaluation of the device.